Event description:
It was reported that during preperation, the guidewire (subject device) broke while being inserted into the microcatheter. There was no patient contact.

Manufacturer narrative:
The guidewire was received fractured into two pieces at approximately 57 cm from the proximal end of the wire. Visual inspection of the device found several kinks on the proximal section. Both pieces of the guidewire were further analyzed using scanning electron microscopy (sem). This revealed the outer tube exhibited evidence of compression and tension along with a rolled over inner wall indicative of bending. The fracture surface exhibited fatigue striations along with elongated dimple ruptures in the tear. The inner core wire exhibited some material neckdown with the fractured surface having a notched "v" shape. Compression and tension zones were observed. No material anomalies were detected. The guidewire separation occurred as a result of fatigue in a bending overload direction. The inner core wire fractured as a result of both tensile and bending overload moments based on the investigation results and the information provided, the separation of the guidewire was likely caused by excessive force applied to the device to overcome resistance during advancement in high tortuous anatomy. This tensile force can cause multiple kinks/bends, which led to the fracture of the guidewire. Therefore, a root cause of handling damage has been assigned to the event.

Event description:
It was reported that during preperation, the guidewire (subject device) broke while being inserted into the microcatheter. There was no patient contact.